Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary, the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be off-axis insertion which resulted in the anchor breaking. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No non-conformances were identified for this part number, lot number combination per qlik query executed on 09/05/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 09/05/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that the tip of both lupine br ds anchors with orthocord busted upon insertion. A 5 minutes delay has been reported. The procedure was successfully completed without patient consequences by using a new lupine. No additional information has been provided. Additional information reported by the sales representative stated the lot number was 3l05875.